Event description:
It was reported that during the procedure, the lead helix became blocked after the physician re-positioned the lead several times. The lead was replaced. The physician cut the lead when it was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead was extrinsically over-rotated and visual summary analysis of the lead indicated damage at implant. The analyst also noted: the full lead in segment received and with the stylet stuck in both distal and proximal portions. Visual analysis found distal conductor distorted within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.